Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The cartridge was changed multiple times and the occlusion alarm reoccurred. The customer's blood glucose (bg) level was 800 mg/dl and the customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with fluids and placed on an insulin drip. The customer was discharged on (B)(6) 2017 and had reverted to using insulin injections to manage diabetes.